Event description:
It was reported the pt was implanted at t8-9 with a surgical lead. Post-operative stimulation was achieved. The pt started to experienced pain in his abdomen and leg. A hematoma was found in the pt's back. Surgical intervention was undertaken and the hematoma was evacuated. The pt remained hospitalized after the procedure. Follow-up identified the hematoma has resolved. The pt has effective stimulation and coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable for form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.